Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported the ipg was unable to communicate with the external devices. The patient reports he last received stimulation one week ago. A replacement charging system did not resolve the issue. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. Therapy was resumed.